Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was as high as 368 mg/dl and currently was 198 mg/dl. A bolus via the pump was delivered to address the high bg. During troubleshooting with tandem technical support, the non-tandem cannula was found to be kinked and the pump time was found to be off by 2 hours. The customer had inadvertently forgot to set the time while entering all of the pump settings into the new pump the day before. The customer changed the infusion set site and resumed pump therapy.